Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasions at 19.4 cm to 19.5 cm and 19.7 cm to 19.8 cm from the connector pin exposing the outer coil. The exposed outer coil is consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.